Manufacturer narrative:
Device was discarded by the hospital. The device was explanted due to a systemic bacterial infection and resulting endocarditis. The source and type of infection has not been provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
Model #: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: (B)(4) device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On (B)(6), we received additional information from the health care provider surgeon which states: after the implantation of the device the patient received a pacemaker. As a result of this the patient suffered from a systemic bacterial infection and later an endocarditis. Due to this the replacement of the valve became necessary. Neither the implant of the pacemaker nor the need to replace the valve was therefore deemed to be associated to the edwards device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted after an implant duration of 9 months 24 days (9.80 months) and replaced by the same model, same size device due to unknown reasons. No further details were provided.